Manufacturer narrative:
(B)(4) date sent to the FDA: 08/25/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the exact date of the index procedure? What is the product code and lot number of the surgicel used in the index procedure? How much surgicel was left in place during the procedure? It was reported that the ¿mass was excised,¿ what is the date of this excision procedure? What were current symptoms following the index sling procedure? What is the onset date of these symptoms? What is the patient¿s current status?

Event description:
It was reported in a journal article that the patient underwent a combined pubovaginal sling procedure in (B)(6) 2012 along with cystocele repair, using a large graft of autologous rectus muscle fascia, and the absorbable hemostat was placed in each perivesical space to achieve hemostasis. At six month follow up, the patient experienced irritative voiding symptoms, which had progressively increased over the previous month. Urine culture was negative. Pelvic and transvaginal ultrasound revealed a cystic lesion, with a hyperechoic area on its wall, located in the right perivesical space. Magnetic resonance imaging confirmed the presence of a cystic lesion with a thick solid inner area. There was no sign of bladder or rectal invasion and no apparent lymph node involvement, and the level of serum tumor marker was within the normal range. The patient underwent a transperitoneal laparoscopic exploration and a large extraperitoneal mass was revealed arising from the right perivesical space and compressing the right ovary, which was normal in appearance. The mass was excised, and was observed to contain dark brown particulate matter. It was also reported that pathological examination revealed the presence of a large plasma cellular and granulocytic reaction, suggesting the occurrence of a foreign body reaction around the cellulose fibers. Diagnosis of an absorbable hemostat associated abscess, granuloma mimicking ovarian cancer, was established, and one month subsequent to surgery the irritative voiding symptoms experienced by the patient had completely ceased. Additional information has been requested.